Event description:
(B)(4). Joint pain, back pain, swelling, bloating, hypothyroidism, extreme fatigue, extreme weight gain, low libido, heavy irregular menstrual cycles, vitamin and mineral depletion, digestion issues, bowel issues, etc.

Event description:
#Medwatcher #followup1 #FDA mw5059051 #(B)(4). After having essure removed (B)(6) 2016...all symptoms are gone. I'll always have hashimotos thyroid disease after getting diagnosed with it 2 yrs after implanting this, but I'm extremely grateful to have my life back!